Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7074207. Product family: unknown, upn: unknown, model: unknown, serial: unknown, batch: unknown.

Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient was experiencing high impedances. The device was reprogrammed, however, the reported issue persisted. The patient underwent a revision procedure where both leads, and implantable pulse generator (ipg) were explanted and replaced. The patient was doing well postoperatively. The devices were retained by the facility per their protocol.

Event description:
It was reported that the spinal cord stimulation (scs) patient was experiencing high impedances. The device was reprogrammed, however, the reported issue persisted. The patient underwent a revision procedure where both leads, and implantable pulse generator (ipg) were explanted and replaced. The patient was doing well postoperatively. The devices were retained by the facility per their protocol.

Manufacturer narrative:
Product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 517208.